Event description:
It was reported patient's leads had migrated which was confirmed via imaging. Additionally, the right lead is causing patient uncomfortable stimulation, and the left is not providing effective therapy. As a result, surgical intervention may be undertaken at a later time to address the issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: a3a.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2025, wherein the leads were repositioned to address the issue. Therapy was restored post-op.